Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract surgery with intraocular lens implantation (iol) surgery, an ophthalmic operating system cutter was not working and dim light guide. The surgery was completed on the same day with alternative system. There was no patient impact.